Manufacturer narrative:
(B)(4).

Event description:
While the device was in the philips repair bench, the bench found that the etco2 connector had been puled away from rear case. There was no pt involvement.